Event description:
Display will lock up and then goes to ECG comm error. Failed on patient, but there was no harm to patient. Patient ID known, but customer did not give age, sex, or weight details.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.